Event description:
It was reported that a patient enrolled in a clinical study underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2007 due to pain from a mechanical complication. The liner was removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2004 due to periprosthetic fracture. Patient underwent a revision procedure on (B)(6) 2007 due to pain from a mechanical complication. The liner was removed and replaced. Additional information received from clinical data received for the patient indicates reason for the revision on (B)(6) 2007 was due to pain. Additional information received from clinical data received for the patient underwent a revision of competitor product on (B)(6) 2003 due to an unknown reason and received biomet product.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-04782, 2014-00648 & 00653).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2004 due to periprosthetic fracture. Patient underwent a revision procedure on (B)(6) 2007 due to pain from a mechanical complication. The liner was removed and replaced. Additional information received from clinical data received for the patient indicates reason for the revision on (B)(6) 2007 was due to pain.